Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. Investigation summary ==> the complaint device was received at the supplier facility and evaluated. It was reported that the scope was found to be blurry. Per evaluation findings, this complaint can be confirmed. During evaluation, it was observed that the optical components including the distal cover glass/negative, outer tube and distal tip were damaged. The issues were resolved with spare parts, and the device was found to be fully functional after carrying out the repair activities. User mishandling and/or lack of maintenance such as fall from the customer by mistake or hit with another instruments might have caused the observed damages. The damaged components are identified as the root causes of the reported problem. A manufacturing record evaluation was performed for the finished device serial number (1410065), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
As reported by the healthcare professional via email, during a knee surgery the hd ep scope was found to be blurry. There was a delay in the case due to having to get another scope. No patient harm.